Event description:
Pt sustained third degree burns following chemotherapy administration using catheter. Area approx 5 cm area excised. On pathological exam, the fatty adipose tissue was of the usual appearance except in the area of where the focal necrosis was present on the epidermal surface. The focal necrosis extended approx 1.5 mm into the depth, but does not contact the fibrous capsule of the device.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.